Event description:
This customer reported that the pacemaker functionality of this defibrillator failed. The involved patient died.

Manufacturer narrative:
(B)(4). This customer reported that the pacemaker functionality of this defibrillator failed. The involved patient died. There is no information yet about the relationship between the device behavior and the patient outcome. We have requested additional information and event files. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.